Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as the packaging was within specifications and was conforming.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as the packaging was within specifications and was conforming.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported during the incoming inspection at warehouse in japan a team member found foreign substance in sterile packaging. There was no patient involvement. Due diligence is complete.